Manufacturer narrative:
As this syringe is only used to assist in injecting medication with a sterile 25g injection needle, the issue mainly arises from the needle itself, completely eliminating any problems related to the syringe causing such occurrences. The needle was not manufacutered by us.

Event description:
Complaint from customers using syringe ref: (B)(4) together with 25g sterile needle ref: (B)(4) where the sterile needle fell into the customer's body, and was later removed from the patient through surgery.